Manufacturer narrative:
Other relevant device(s) are: product ID: b3300542, serial/lot #: va2hbm0v27, ubd: 01-nov-2023, UDI#: (B)(4) ; product ID: b3400060, serial/lot #: va2hva4v01, ubd: 23-nov-2023, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient feels intermittent tingling on their right side where the electrode is implanted near the right lobe of their right ear and they notice this when they sit in a chair near their computer charging ports but it does not happen all the time and they have told their doctor about this. For the report of the communicator being replaced see pe# 705012250. For the report of intermittent dyskinesia see pe #705013696.

Manufacturer narrative:
Continuation of d10: product ID :b3300542, serial# (B)(6), product type: lead; product ID: b3400060, serial# (B)(6), product type: extension. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer who reported that the intermittent right side of the head tingling/buzzing sensation was not painful, but annoying. The patient stated they believe the body just needs time to adjust to the device. The steps take is the patient reached out to their hcp and the issue is not yet resolved. The patient will be going in on (B)(6) to further address the issue with their hcp.

Manufacturer narrative:
Concomitant medical products: product ID b3300542, lot#/serial# (B)(6): product type lead product ID b3400060, lot#/serial# (B)(6) product type extension. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. The patient doctor indicated the tingling is unrelated to parkinson's. The patient confirmed the intermittent tingling on their right side resolved and it was no longer an issue.